Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 09-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bad cramping/ pain from the moment she came out of sedation. She underwent a hysterectomy to remove essure approximately 4 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the compatible temporal relationship and in the lack of an alternative explanation, a causal relationship between essure and the reported event cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4) awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, for birth control. Consumer was implanted with the essure product on (B)(6) 2010, after her 3rd healthy birth. She had really bad cramping from the moment she came out of sedation. Lt did not stop and proceeded to get increasingly worse with more side effects to follow. Her (B)(6) son has not had the chance to know his mom not in pain ever. There were other constant side effects as well: weight gain, fatigue, dizziness, night sweats, constant lower back pain, migraines, joint pain and massive mood swings. Finding a doctor that would listen and conceive that these side effects were from essure was almost impossible. Many doctors and 4 years later, she found a doctor who would listen and help understand what she was going through. She ended up having to have a hysterectomy to remove essure. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bad cramping/ pain from the moment she came out of sedation. She underwent a hysterectomy to remove essure approximately 4 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal pain may occur after essure insertion. Given the compatible temporal relationship and in the lack of an alternative explanation, a causal relationship between essure and the reported event cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.